Event description:
Rep sent image from facebook group "spinal implants identification group" that showed a migrated vivo implant. No information is known about the case.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that an image from the facebook group "spinal implants identification group" showed a migrated vivo implant. No information is known about the case. A DHR review could not be completed as part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned for device evaluation, it is unknown if the implant has been removed. Imaging confirms that the implant has migrated. It is confirmed that the implant has migrated, a reason for the migration is unknown. The submission is 1 of 1 devices involved in this event.